Event description:
A customer reported a high blood glucose level, though the specific value was unknown and displayed as "high." Cause was not known. The customer administered a correction bolus using a pump. Additionally, it was noted that insulin in prefilled cartridges remained effective for 48 hours, and the customer utilized humalog. Supplies or system checks were declined by the customer, indicating no further assistance was needed.